Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The device lost aspiration during the procedure. The device was removed from the patient and the procedure was completed with another of the same jetstream device. There were no patient complications and the patient was fine.